Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was simply pulled out and was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.